Event description:
The customer observed error code 1050, aspiration probe failed to return to upper position, on the cell-dyn sapphire analyzer. While troubleshooting the issue, upon plugging in the aspiration assembly, a spark was observed and a burning odor was present. Further investigation indicated the printed circuit board (pcb) had visible burn marks. A replacement pcb was ordered. The charring was isolated to the pcb. No fire was observed and no injury occurred.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. It is noted that during troubleshooting, the field service engineer was replacing the aspiration assembly head when the instrument was in the power on state. According to the removal and replacement procedure, rr-38, the aspiration module requires that the instrument be shut down. The cause of the spark and burnt smell is potentially due to hot swapping when the instrument was live. The cell-dyn sapphire service manual indicates to turn the system off before disconnecting the power cord and before servicing any electrical or internal components. Based on the information provided and the investigation performed, no deficiency was identified. Use error may have contributed to the complaint issue (plugging of an electrical connection when the instrument was in a power on state.).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed error code 1050, aspiration probe failed to return to upper position, on the cell-dyn sapphire analyzer. While troubleshooting the issue, upon plugging in the aspiration assembly, a spark was observed and a burning odor was present. Further investigation indicated the printed circuit board (pcb) had visible burn marks. A replacement pcb was ordered. The charring was isolated to the pcb. No fire was observed and no injury occurred. Null